Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2009.according to the complainant, post-procedure, the patient presented with unspecified complications.according to the physician's office, the patient has not been seen since the procedure was completed in 2009. All other information is unknown and unavailable.